Event description:
It was reported via repair work order that the stair pro is unable to engage stairs due to a broken right track. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.